Manufacturer narrative:
H3 the report is based solely on the information provided by the customer. No serial number was provided; therefore, the DHR for this alarm cannot be reviewed. Without the return of the device, the reported issue could not be confirmed. Possible cause for this event is that the delay was set to 2 seconds. The sitter on cue gives you the option of a 0, 1, or 2 second alarm delay. If set to 1 or 2 seconds, the alarm will provide an audible cue at both power on and sensor activation. With a time delay set, the alarm will not activate if weight is removed from the sensor pad, sensor belt is unfastened, before the time delay that you set expires. Instructions for use warnings state assess patient frequently to ensure that a time delay is appropriate. Set the delay at zero (0) with patients at extreme risk of injury from a fall associated with an unassisted bed, chair or toilet exit. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reporting a complaint on product # 8645. Customer states that there is was a delay in the alarm sounding after a patient got up and was halfway to the bathroom before the alarm sounded.